Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was shocked by the implantable cardioverter defibrillator (ICD) twice at home. The patient was in a supra ventricular tachycardia (svt) arrhythmia when emergency medical service (ems) picked up the patient. External cardioversion had to be administered by ems personnel. The patient was inappropriately shocked by the ICD for detecting an svt arrhythmia as ventricular tachycardia (vt)/ventricular fibrillation (vf) episodes. The device remains in use. No further patient complications have been reported as a result of this event.